Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump would not go into forward mode. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.